Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned instrument confirms the reported observation. The leaf spring component was not hardened per drawing requirements and is severely bent. The root cause is attributed to a supplier process error secondary to wear out after use for six years. Corrective action was established, and can be traced through hold order (B)(4), depuy CAPA (B)(4) and supplier CAPA (B)(4). Monitor through trend analysis, further corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Broach handle is very loose and will hardly hold a broach in place when attached.